Event description:
An implant required removal due to exposure. Upon examination of the removed implant, no signs of infection were present. The surgeon ordered a culture of the explanted device. Results were negative for infection. The area of tissue breakdown and exposure were located in what the surgeon described as "areas of potential pressure necrosis". If the surgical dressing cup is displaces, it is possible for the pressure on the ear to cause tissue breakdown. Also expressed by the surgeon is the difficulty to get the patient to follow post operative instructions.